Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that with their previous ins, the patient had some falls and their previous ins "got infected and all that." This was in 2016, and the patient stated it was removed and they received a new implant in 2017.